Event description:
Event description guidant received information that telemetry was unable to be established with this pacemaker. Additionally, a magnet response was unable to be obtained and pacing therapy was not being delivered. The device was explanted, replaced and returned for analysis.